Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not sound any voice prompts when the lid was opened to powered on the device. The readiness indicator of the device displayed an ok icon. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue of the device not having voice prompts. It was observed that the lid was missing the magnet, which resulted in the device remaining powered on, when the lid was closed. This also resulted in the device not automatically powering on, and starting its voice prompts, when the lid was opened. The device would still power on when the power button was pressed properly. Additionally it was observed that the internal battery of the device had depleted. As the device is a non-serviceable device, the customer was advised to replace the device as it could not be repaired. The device was subsequently scrapped. The likely cause of the reported issue was due to the lid missing the magnet, which resulted in the device not automatically powering on and off when the lid was either opened or closed. This will have caused the device to not start it's voice prompts as expected.

Event description:
The customer contacted physio-control to report that their device would not sound any voice prompts when the lid was opened to powered on the device. The readiness indicator of the device displayed an ok icon. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.